Manufacturer narrative:
In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an edwards sapien 3 transcatheter heart valve. However, this is the possible PMA number for sapien 3, sapien 3 ultra, and sapien 3 ultra resilia: p140031. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the valve embolization is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from france by our edwards lifesciences affiliate, an unknown 26mm edwards transcatheter heart valve was being implanted in the aortic position via transfemoral approach. At deployment, the valve embolized during pacing. The valve was then placed in the descending aorta. A 29mm valve was then implanted in the aortic position. The outcome was fine, and the patient was good post-procedure.

Manufacturer narrative:
A supplemental MDR is being submitted based on additional information received. The following sections of this report have been updated: b5, b7, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h11. Investigation results suggest patient and procedural factors (patient anatomy, loss of pacing) may have contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Additional information was received from the site. The decision to attempt to implant a 26mm sapien 3 valve was made as the annulus area measured approximately 540mm2 and had moderate calcification. The cause of the valve embolization is unknown but may have been due to a "default of pacing".